Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a metastasectomy, the jaws of the device lock on tissue in the lobe. Purple staple refused to open after withdrawing and on engaging green button and retiring it did that 3 times when it is not supposed to re-fire. At the end it reopened. There was no patient injury.